Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Customer's blood glucose level was 600 mg/dl. He treated his blood glucose level with a shot. Insulin did not exit and the insulin pump alarmed no delivery while troubleshooting. The alarm was caused by an infusion set/reservoir occlusion. When the customer reconnected the insulin pump, the insulin pump alarmed no delivery. The device was not returned.